Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, not performing x-rays immediately after the procedure to confirm device location, implanting a damaged stimulator, the patient undergoing an MRI procedure, implanting the stimulator after the expiration date, inadequate fixation, not preparing the skin with an antiseptic solution, not irrigating the site with an antibiotic solution before closure, not prescribing antibiotics pre-operatively, the patient not attending the post-op visit, using incorrect tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, the patient does not have any contraindicating conditions. However, the lead was not implanted deep enough and was re-sutured deeper to the fascia. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the wound not healing is due to erosion. However, the cause of erosion is due to improper surgical technique as the lead was not implanted deep enough (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the wound re-opened and the lead was exposed. A revision procedure was performed on november 2, 2023. The physician opened the incision further, saw no signs of infection, did a thorough antibiotic irrigation, used silk sutures wrapped around the lead at the channel marker band to pull the lead deeper and pin it to the fascia, then re-closed the wound. The patient's wound is healing well.